Event description:
Per dealer the joystick is giving an e800 error code, controller fault. Spoke with tech. Dealer advised when end user goes over a bump or nicks the side of the foot plate on door chair getting e800 error code.